Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that inflatable penile prosthesis (ipp) device would pump up but over time deflate back down by itself, additionally, it was stated that the pump was no operating as expected. An ipp replacement surgery was performed and there were no patient complications. Surgery was successful and patient is set to recover.